Event description:
During the preventive maintenance of da vinci surgical system, the intuitive surgical, inc. (Isi) field service engineer (fse) found that the patient side manipulators (psm) arm 2 failed the brake drop test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
The patient side manipulators (psm) arm 2 was returned to isi for failure analysis investigation. Patient side manipulator (psm) arm 2, part number 380900-01 and serial number 40503: engineering found that the psm passed the single sweep test but failed the in-house brake weight drop test for axis-2. The axis-2 brake was replaced to correct. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.